Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 273 (mg/dl). Reportedly, customer administered a correction bolus with the assistance of the school nurse. Recommendation was made to consult with health care provider to discuss diabetes management.

Manufacturer narrative:
Removed other serious (important medical events).